Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the (B)(6) of a break in aseptic technique, vomiting and peritonitis in a patient coincident with dianeal pd2 unknown therapy for peritoneal dialysis via continuous ambulatory peritoneal dialysis (capd). On an unreported date a break in aseptic technique occurred. On an unreported date the patient experienced vomiting. On (B)(6) 2011, the patient experienced peritonitis (manifested by abdominal pain) and was hospitalized the same day. The cause of the peritonitis was a break in aseptic technique. On an unreported date in (B)(6) 2011, the patient began remedial therapy with amikacin (25mg/l pd solution, initially, then 12mg/l as a maintenance dose ip) and vancomycin (500mg, route and frequency not reported). It was unknown if the events of break in aseptic technique, vomiting and peritonitis had resolved or whether dianeal pd2 unknown therapy was ongoing. The reporter did not provide an opinion of causality for the events of break in aseptic technique, vomiting and peritonitis.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the user error in this complaint.